Event description:
It was reported that sometimes there is a discrepancy between the fluids balance hourly view and daily view figures. (B)(4).

Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.